Event description:
It was reported that during un-packaging of the 10 x 80 mm absolute pro, it was noticed that the stent was partially deployed from the protective sheath; therefore, the device was not used. A new absolute pro was used to treat the lesion. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood or saline visible. The stent implant was returned dislodged from the sess. There was no damage noted to the stent implant. The distal sheath was located in the distal position and not retracted. The distal sheath was wrinkled distal to the proximal marker for a length of 5 centimeters, likely due to handling. There was no other damage noted to the sess. The stylet was returned advanced through the tip and guide wire lumen. The handle lock was in the locked position. After opening the handle, observed the rack was in located in the distal position and not retracted. All the internal mechanisms were intact. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. It may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instructions for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. During production, all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.